Manufacturer narrative:
The investigation for the purge leak has been completed. The data logs were returned but there were no alarms triggered. The impella was returned with a non-abiomed luer attached to it. This luer does not fit with a purge cassette. There were droplets of dextrose in the sidearm retainer. The impella was purged for 20 minutes and no leak was reproduced. The sidearm was then cut and a syringe leak test was performed and it was looked under a microscope. There was no leak to be found. The sidearm was then reattached to the pump with a needle and luer connection and ran for 24 hours and there was no leak to be found or any purge alarms in the data logs. Purge pressure remained stable around 550 mmhg. There was no problem found as the leak could not be reproduced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, purge fluid was found leaking inside the side arm retainer and there was also a leak on the outside of the retainer. There was no significant change in the purge flow rate/purge pressure, so staff decided to observe the progress until removal. No patient harm was reported.